Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy and displacement test. No delivery anomaly noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in device history files. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was beeping and vibrating with no alerts a other conditions present on the pump screen. Customer¿s blood glucose level was 228 mg/dl at the time of the incident. Troubleshooting was performed for beeping anomaly. Customer stated that buttons were neither pressed nor accidentally pressed. The customer stated that the notification light was not blinking. Customer stated there was nothing nearby that beeps. Blood glucose was goes over 120 mg/dl and insulin pump was not calculate any insulin. Customer stated the correction amount shows 0 insulin recommended when blood glucose was above high threshold. The blood glucose value was entered correctly. Carbohydrates were entered correctly. Insulin pump did not make correct calculations based on information entered. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.